Manufacturer narrative:
Device evaluation: a visual and microscopic examination found severe damage to the proximal edge of the stent. The struts on the first proximal row were bent back distally. This type of damage is consistent with the delivery system encountering some form of restriction. A recommended sized guidewire was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
This event is reportable based on the product analysis approved on 05/06/2008. It was reported that during a drug eluting stenting treatment procedure, the device was not able to cross the lesion. The 80% stenotic de novo lesion was located in the mildly calcified and very tortuous mid left circumflex artery. The physician advanced the 2.75x38mm taxus liberte stent to the lesion, but was unable to cross the lesion. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.